Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty plugging the lead to the pulse generator. The pulse generator was no longer used and replaced. The lead could be successfully be connected to the new device. The patient was in stable condition post surgery.